Event description:
The customer reported that the system will record cine runs; however, during playback, the image was black. This resulted in the system not being able to do subtraction or cine runs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge pcb was evaluated and replaced. The system was tested, found to be working as intended and returned to service.